Manufacturer narrative:
Handicare ab has asked the client to provide additional information surrounding this event but not yet received a reply from client. The additional information shall be used for investigating the cause of this event. No health hazard evaluation (hhe) is attached to this MDR report due to incomplete information. Handicare ab has concluded that no information of significance can be provided through an hhe at this time. Device not returned to manufacturer.

Event description:
The eva-lift was used to lift patient for weighing when patient fell to the floor from the sling. The patient sustained a fracture to her right arm as well as skin tears on right arm and left leg. The patient was subsequently brought to ER for treatment.